Manufacturer narrative:
Correction: updated h6 coding. Dislodgement was due to patient's anatomy.

Event description:
New information notes that the lead dislodgement was due to patient's anatomy.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and overtorque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a new implant, the right ventricular (rv) lead was positioned at the apex. All parameters were fine and within range. During implant of the left ventricular (lv) lead the physician found the rv lead got dislocated from the position. The physician took out the rv lead and tissue was present and the helix would not retract. After several attempts at repositioning the physician chose to exchange the rv lead. The patient was stable.